Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Insulin pump received with fading serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 316 mg/dl. The customer was assisted with troubleshooting. The customer¿s mother stated that the insulin pump not bumped or dropped. The customer¿s mother was able to clear the alarm and finish complete prime process. The customer¿s mother states after second occurrence run self test and insulin pump pass self test. The customer¿s mother call again with the hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.